Event description:
A non health care professional reported that after surgery, the patient had maladaptation. The lens was removed and replaced with another unspecified lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).